Event description:
Voluntary medwatch received states that the atrial lead exhibited noise. The atrial lead was capped and replaced. The patient status was unknown.

Manufacturer narrative:
UDI is not available as product information was not provided.